Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient received an alert through merlin.net transmission for high, out of range, hv lead impedance. The patient was called into the clinic for evaluation and no other electrical anomalies were observed. Noise was not reproducible through isometrics and pocket manipulations. Lead was capped and replaced. Patient was stable post-procedure.